Event description:
Per the surgeon, this pt has experienced a swelling and scabbing at the implant site off and on for the last 2 years. There is also a vp shunt on the implant side. In early may 2006 (exact date not provided) the surgeon determined that the scab is on the posterior edge of the internal magnet and surrounded by granulation tissue. In 2006, the surgeon removed the granulation tissue and moved the receiver/stimulator package to a different location. He irrigated the area and the internal magnet pocket with betadine and bacitracin solutions. Following this surgical procedure, he placed the pt on IV antibiotics for 6 weeks and will test the pt for allergies against the implant materials.